Event description:
It was reported from the us that upon impacting the humeral anatomic head on replicator plate, the tip of the impactor broke into two pieces. The agent was present at surgery. There was no delay to the surgery and no clinical consequence to the patient. Patient¿s health was stable leaving the or. No pieces were left in the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event or patient.

Manufacturer narrative:
H10. As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(6), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Visual evaluation condition/findings the broken impactor tip appears consistent with crack initiation, propagation, and ultimate fracture. Design-related issues: the design of the humeral head impactor tip has been in the field since 2004. Exactech is aware of 9 similar complaint reports involving this device since 2008. Because the humeral head impactor tip is used in anatomic total shoulder surgeries, sales data for humeral heads was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot, which has been in the field since 2015. Therefore, this issue does not appear to be manufacturing-related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this humeral head impactor tip, 750-2002-039-rmr-instrument additions (B)(4), was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is " very low", and the risk is captured in the rmr. Most likely cause: the broken device reported was likely the result of crack initiation, propagation, and ultimate fracture radel impaction tip. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no reported patient adverse event, no pieces were left in the patient. There is no indication or report that pieces fell in the wound site.